Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vison valve was chosen for implant using a large flexnav delivery system. During procedure, the patient went into complete heart block (chb) and a temporary pacemaker was placed. The valve was successfully implanted at a depth of 3mm at non-coronary cusp (ncc) and 3mm at left-coronary cusp (lcc). The patient will be monitored and determined in the next 24 hours if permanent pacemaker placement is needed or not. Next day, a permanent pacemaker was implanted. The patient was reported stable.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause of the reported event appears could not be conclusively determined. The reported unexpected medical intervention, surgery, and hospitalization are the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.